Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Catalogue #: the catalogue/product code was reported as (B)(4); however, lot # h22d04073 is associated with product (B)(4). Therefore, we are using product (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the patient connector of four (4) minicap extended life pd transfer sets and the titanium adapters. This was observed during use of the devices for peritoneal dialysis (pd) therapy. The transfer set was replaced; however, the titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.